Manufacturer narrative:
Concomitant products: 8253200: nim patient interface response 3.0, serial # (B)(4), lot # 209903068, manufactured date ¿ jul/23/2015, 510(k) # k083124, UDI # (B)(4). The nim mainframe (product # 8253001) and the nim patient interface (product # 8253200) were returned for evaluation. Evaluation of the nim mainframe (product # 8253001) could not duplicate customer's issue of not working properly. Evaluation found no fault with the device. The device tested to manufacturer product specifications and returned to the customer. Evaluation of patient interface (product # 8253200) could not duplicate customer's issue of not working properly. Evaluation found no fault with the device. The device tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operative the nim system was not working properly. There was no report of patient impact.